Event description:
Plaintiff reports initial bilateral implantation 3/10/75. Plaintiff adopts master petition in re: master silicone breast implant file, in the 334th judicial district court of harris county, texas.